Event description:
The valve was implanted in a pt for ventriculo-peritoneal shunting at 30 mmh2o on june 07. After the implantation, shrinking of the ventricular was observed. On 2008, the pt had persistent fever and ventricular distention and a cyst was observed around the peritoneal catheter. Though the dr replaced the peritoneal catheter with a new one, the pt's condition was not improved. Therefore, he explanted all the shunt. The dr requests to check the shunt.

Manufacturer narrative:
The incident has been reported to MFR in 2008. Results of analysis will be developed in a follow-up report.